Event description:
Rec'd completed medwatch reporting a pt adverse event. As stated in the report "pt is a chronic hemodialysis pt. Pt experienced burning sensation in head and throat and episode of hypotension. Administered hypertonic normal saline and treatment resumed without further problems. Dialyzer germicide presence test negative." Medical director's assessment "pt. At or below dry weight and experienced low bp secondary to this. Has a very poor lv." No other medical intervention was required. The machine and dialyzer were prepared according to facility procedure. The time the residual sterilant test is done was not recorded. The machine was started up at 5:30 am and the pt treatment was started at 6:20 am. The pt's pre dialysis bp was 130/60 standing and 132/70 sitting. The treatment was initiated without difficulty. Approximately 5 minutes into the treatment, the pt complained of a "burning sensation" involving the head and throat. The bp at this time was 80/50. Hypertonic saline 6cc was administered IV, the bp improved to 142/60 and the treatment continued without further incident.

Manufacturer narrative:
Awaiting eval of suspect sample. 10/31/97 visual inspection showed no abnormalities. Sample passed all functional tests-leak test, bubble point test an ultrafiltration test. Residual testing for glutataldehyde, ethyhlene oxide, ethylene chlorohydrin, dmac, and ethylene glycol was done on the returned sample. Testing was conducted using a gaschromatography method using the plant's q.s. Dialyzer lab. The results for residual glutaraldehyde were 1.85157. Suggested residual limit by gulf stream med inc (supplier of diacide concentrate) is 2 ppm or less. The results of the investigation confirm the presence of residual sterilant in the dialyzer. The level is less the the level considered acceptable by the MFR of the diacide (results 1.85ppm, acceptable=2ppm). The dialyzer was on use #8. The presence of even this amount of germicide indicates that there was insufficient rinsing of the dialyzer prior to beginning the pt treatment. There is no indication of anything in the mfg and assembly process of the dialyzer that would have caused or contributed to this pt event. Facilities are required to comply with recommended aami standards for preparation of a reuse dialyzer prior to initiating a dialysis treatment. This ensures that the sterilant is properly rinsed from the device. The pt has experienced no permanent ill effects from this event. Co will continue to monitor for trends.